Manufacturer narrative:
Date of event was approximated to (B)(6) 2017, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4) the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with recurrent genuine stress urinary incontinence. She presented with leakage upon coughing, sneezing and laughing. After discussion of the risks versus benefits to proceeding with a transvaginal taping urethropexy with the bsc advantage fit including the risk of failure with persistent recurrent stress incontinence, the patient was implanted with an advantage fit system during a tension-free vaginal tape with cystoscopy procedure performed on (B)(6) 2017. The patient was reported to be stable after the procedure. There was no evidence of any bladder injury, tumor or tvt. As reported by the patient's attorney, the patient has experienced an unspecified injury related to the advantage device.